Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6cm abdominal aortic aneurysm approx 1 month ago. Vessel morphology was unremarkable. It was reported that the physician inadvertently deployed the ipsilateral extension stent graft into the aneurysm sac, and not into the bifurcated stent graft. The physician elected to perform a femoral -femoral bypass the following day. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Secondary intervention - eval results: stent graft was inaccurately delivered by the user.